Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the ER after passing out from feeling dizzy. It was noted that the right ventricular lead impedance and the capture threshold both had increased. The patient was then brought to the electrophysiology lab, and the rv lead was capped, and a new lead was implanted. The patient was discharged after the procedure and is doing fine.